Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had an issue with not receiving alarms. Customer performed self test and passed as well as the audio/beep test, but the low reservoir did not alarm. Customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.